Event description:
New information received stated that the clinic made the recommended programming changes in office. The patient was not affected by the anomaly and there were no other instances of post paced t wave oversensing since the programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with the implantable cardioverter defibrillator exhibiting non-sustained right ventricular oversensing due to post paced t wave oversensing. The oversensing was noted on stored electromyogram and the patient did not receive any inappropriate therapy during the oversensing episode. Programming were recommended but were not made. No patient symptoms were reported.